Manufacturer narrative:
UDI (di): (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during a pacemaker and atrial lead replacement procedure, external and internal areas of the ventricular lead were discovered damaged. The source of the lead damage is unknown. The right ventricular lead was successfully explanted and replaced. The patient condition was okay before, during, and after the procedure.